Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Event description:
It was reported that the patient expired due to natural causes. There is no known allegation from a health professional that suggests the death was related to the device. The patient was last seen in clinic in (B)(6) 2017 and no issues were noted with the device. The cause of death is unknown. No further information is available at this time.